Event description:
It was reported that the patient presented for in-clinic follow-up with intermittent loss of capture exhibited by the right ventricular lead. The patient was scheduled for lead replacement, and lead dislodgement was confirmed. The lead was successfully repositioned on (B)(6) 2022. The patient experienced no adverse consequences prior to, during, or post-procedure.